Manufacturer narrative:
Explant date of the lead was provided mistakenly, however the lead was not explanted, but just revised. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they had a surgical procedure on (B)(6)2017 because the ¿wires¿ were poking out of their back. The patient reported that the surgery was re-done and they ¿put the wires back more and the battery¿. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are product ID: 3889-28, lot#: va1jgd7, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced sensitivity at both lead and generator site due to migration. Patient complained about pain at the implant and lead insertion site. It appeared that the lead migrated to the surface and the ipg escaped the subcutaneous pocket. No falls or trauma to the site were reported. Impedance test were normal. Patient was receiving great therapeutic benefit from the device. Surgical revision of both sites was successfully completed today. Patient¿s status was alive, well and in stable condition. No further symptoms or complications were reported or anticipated.